Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone that the insulin pump is alarming pump error. Customer stated they are unable to get it restarted; the insulin pump shuts down and displays it has failed when self-test is done. The customer stated they were going to do a glucose test and was going to do a bolus, they noticed the self-test feature so decided to do that and caused the alarm. The customer's blood glucose was 18.1mmol/l. After troubleshooting being completed, advised customer the insulin pump will need to be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low levels alarmed confirmed in insulin pump history due to cold solder joint at keypad assembly. The insulin pump received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.